Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has suffered from pain, lack of mobility, high levels of toxic metals in the blood stream and "imperfect placement" that led to wear and tear and the eventual failure of the hip. It is also alleged that the patient suffered dislocation after the 2nd surgery. Update ad 08 nov 2018. Com-(B)(4) has been re-opened under pc-(B)(4) due to ppf and medical records received. Ppf alleges dislocation with open reduction. However in medical records reported closed reduction was done, the patient had a multiple recurrent dislocation. On (B)(6) 2011 sustained left hip dislocation. The next day it was treated with closed reduction. On (B)(6) 2011 the hip internally rotate and slip out. X-rays confirmed a posterior dislocation of the tha. After review of medical records the patient was revised due to recurrent anterior dislocation and chronic abductor muscle disruption. Operative note reported reactive inflammatory tissue, anterior abductor was deficient and partially detached due to adverse local tissue reaction to mom, resection of scar and reactive tissue, morse taper of femoral component had a little bit of darkening and with some mild corrosion. Doi: (B)(6) 2011; dor: (B)(6) 2011 ; left hip 2nd revision . Added revision hospital, surgeon, law firm, lawyer name, patient harm and pe cod for the head, liner and dor. Added new ip stem due to corrosion. Corrected patient identifier, dob and age, doi. This was reviewed on sep 26, 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6(device code). Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.